Manufacturer narrative:
Zimmer biomet complaint concomitant medical products. Patient weight is not provided / unknown. Reporter¿s email address is not provided / unknown.

Event description:
Doctor reports that patient presented with xfos311 implant in tooth site #30 fractured. Implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The osseotite® 2 implant 3.75 x 11.5mm (xfos311) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 6.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review was completed for the subject lot number 2013060507. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013060507) for a similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text: no product returned.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report

Manufacturer narrative:
Zimmer biomet complaint number (B)(6). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: event problem and evaluation codes h10: additional narrative . One osseotite® 2 implant 3.75 x 11.5mm (xfos311) was returned for evaluation (image 1-2). Review of the returned device notes that the implant is badly damaged and fractured across the threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 6.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2013060507. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.. Complaint history review was performed for the reported lot number (2013060507) for a similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.